Event description:
It was reported that when patient presented in clinic for a routine follow up visit, upon device interrogation episodes of noise was observed on the device. Isometric and pocket manipulation testing was performed however noise was not reproducible. Patient is not pacemaker dependent. Patient had symptoms of heart palpitation and fast heart rate at various times throughout the day. Patient no longer lives in the united states and will receive treatment elsewhere. Patient was stable.